Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue could not be confirmed. The reported difficult to deploy could not be replicated in a testing environment, as the stent was not returned and was implanted as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Factors that may contribute to inflation issues include, but are not limited to, patient anatomical morphology, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In addition, difficulty deploying the stent may be attributed to several factors including, but are not limited to, stent placement, patient anatomical morphology (calcification, tortuosity), inflation technique during use of the product or undersizing of the vessel. In this case, it is possible that the reported difficulties were due to a buildup of procedural contaminants (blood/contrast) as the return analysis noted crystallized contrast in the inflation lumen and in the balloon; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a perforation with extravasation in the mid circumflex artery. A 2.8x16mm graftmaster covered stent was advanced; however, during deployment the middle part of the balloon failed to inflate after several attempts. The graftmaster delivery system was removed without issues. An unspecified 2.8x16mm non-compliant balloon catheter was advanced to fully expand the graftmaster covered stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.